Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.)¿

Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient experienced malperfusion on both legs (perfusion right < left) as the patient lost pulses at the limb. There was no perfusion distal to the right knee. The staff was advised several times to escalate care to impella 5.5 to re-establish perfusion on right leg. However, the patient had a distal perfusion cannula placed on both sides and the event was resolved successfully. The impella was successfully explanted six days later, and the patient is stable.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device was returned for evaluation. Upon inspection, leak was found under leak test from piston-cylinder (unrelated to limb ischemia). Additionally, clinical information was insufficient to determine the root cause. Therefore, the root cause of the limb ischemia could not be determined. Added-d9 device return date g1-corrected MFR site name and address. H6 component code 4755 changed to 925.